Event description:
Additional information was received that reprogramming was performed to resolve the event.

Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. Provocative testing was performed but no anomalies were observed. The patient is stable.